Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading high compared to her feeling/normal result(s). The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7am. The patient reportedly obtained a blood glucose result of "286mg/dl" with the subject meter. According to the csr's documentation, prior to the alleged issue (at 6:40am) the patient was experiencing unspecified symptoms of low blood sugar; it is not known, however, what the patient's blood glucose result was prior to the onset of her symptoms. Per csr notes, at the same time after the alleged issue occurred, the patient reportedly administered self-treatment by consuming glucose tablets/gel and then went to exercise. The patient denied testing her blood glucose with another device. During troubleshooting, the csr verified the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There is also no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.